Event description:
It was reported that on (B)(6) 2022, the patient underwent im intramedullary nailing. When the nail was inserted fully, the nail was locked proximally. During drilling static 1, it hit the nail. So they did perfect circles proximally to compensate of drill missing the nail. While tightening screw - screwdriver head was warped from overtorqueing. A second set was open and the second screwdriver was warped possibly due to stripped screw head. There was a surgical delay of five minutes. There was no patient status, outcome, and consequences. This report involves one (1) screwdriver / short / xl25. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Therapy date (B)(6) 2022. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.